Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-fem-celect. Expiration date: unknown as lot # is unknown. Similar to device under 510(k) k090140. MFR date unknown as lot# is unknown. Summary of investigational findings: investigation was conducted by product manager and the finding with the translation error in the swedish text was confirmed. Since devices with IFU and translation error is in the market, action is taken. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: ¿I have participated in the procedure of placing a cook celect filter set for femoral vein approach and come across a serious mistranslation in the manual. The (B)(4) translation states that the filter is intended for jugular vein approach, instead of femoral vein approach." Patient outcome: prior to patient contact.